Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803.

Manufacturer narrative:
(B)(4)

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient who was receiving 0.7 mg/ml dilaudid at 0.69951 mg/day and 6.8 mg/ml bupivacaine at 6.7952 mg/day via an implantable pump for non-malignant pain. The patient reported urinary retention on (B)(6) 2014. It was noted to be possibly related to the device or therapy and possibly related to the implant procedure. A medical or non-surgical intervention of straight catheterization occurred on (B)(6) 2014 and the event was resolved without sequelae on (B)(6) 2014. If additional information is received, a follow-up report will be submitted.